Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Rewind functioned properly and no unexpected pump error 38 alarms or pump error 23 alarms noted during testing. The motor was tested outside of the pump and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had an insulin post-reset ram crc alarm. The customer's blood glucose levels were unknown at the time of the incident. Customer states the insulin pump error cannot be cleared. Troubleshooting was performed and the insulin pump error was cleared, however the customer could not rewind the pump. The insulin pump is returning for analysis.